Event description:
A surgeon reported having four cases of toxic anterior segment syndrome (tass). It is unk if cultures were taken to confirm the diagnosis. Additional info regarding the reported events and pt identifiers were requested from the facility but none were provided as the facility reported they were in the process of looking into another source of contaminants. No additional info has been provided to date.

Manufacturer narrative:
The customer did not request service to check the system. No samples are returning for eval and no further info has been received. A review of complaints for the last 24 months for the phaco handpieces could not be completed as serial numbers are unk. The root cause could not be determined. (B)(4).